Manufacturer narrative:
The stx pads in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. It should be noted that skin injuries can occur with any surface cooling devices even when following product instructions for routine skin evaluations and in patients without a prior history of skin problems. Even though skin injury is an anticipated complication for surface-cooling, the risk can be mitigated by following IFU.

Event description:
It was reported that the patient was hospitalized due to cardiac arrest. The patient was diabetic and was under low dose of vasopressors. The patient started on innercool stx post-cardiac arrest with a target temperature of 33 c the therapy was completed with stx surface cooling thigh pads. There were no adjunctive temperature management or relative procedures performed on the patient. The therapy was continued for 2-3 days. After the therapy was completed and pads were removed (at the end of re-warming phase), nurse noticed blisters and suspected deep tissue injuries on patient's leg due to external cooling wraps. Hospital protocol for skin check is 12 hours, which was also followed for this patient. The nurse tried to make sure that the cords were not pressed up against the patient's skin, however it is unknown how tight the pads were. The blisters were kept open in air and were not covered, they were monitored and they were allowed to pop on their own. The patient passed away few days later, however per the reporting nurse the death was not related to the skin issue. The physician attributed the blisters to the pads. It was confirmed that deep tissue injury was only suspected by the bedside nurse.